Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/20/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had nav ring failure. The customer reported there was no patient involvement.

Event description:
Customer contacted technical support (ts) stating that unit had nav ring failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 07oct2019. Further information was obtained stating that the touchscreen on this device was functioning as intended. Therefore, this device does not pose a risk of serious injury or death. This event is not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.